Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with IV (glucose ) and was advised to eat a peanut butter sandwich. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.